Manufacturer narrative:
Patient's age was reported to be around "(B)(6) years" old. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent. The cause of the event has been as assessed as unknown. On the same day as the onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.